Event description:
It was reported that during the implant attempt, the atrial lead dislodged approximately five times during the procedure. The following day after implant, the lead was found to have dislodged once more. The physician attempted to reposition the lead, but was unable to locate a satisfactory position where the lead would hold. Additionally, it appeared to require more turns than necessary to both extend and retract the helix, and when it did extend, it was rapid and abrupt. The lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal conductor was distorted due to over-rotation, and blood was found on the distal end of the electrode. Concomitant products: 5076, implantable pacing lead, (B)(6) 2012. (B)(4).